Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms with repeated issues with blockage in the tubing. The customer's blood glucose level was 300 mg/dl. Due to time restraints, the customer was unable to perform a system check at the time tandem technical support was contacted and a confirmation that the tubing was the cause of the occlusion could not be made. Although multiple attempts were made to contact the customer, no reply had been received.